Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient's proximal neck was reverse funnel shape and less 15mm, so the anatomical form was not suitable for aaa repair. The procedure was performed under general anesthesia. The physician attempted to remove the black trigger wire release mechanism after he deployed the main body contralateral limb, but he was unable to pull the trigger wire. So, the physician followed the troubleshooting, and then the black trigger wire was removed safely. The procedure was continued and ipsilateral and contralateral iliac legs were deployed. Final angiography revealed a type I endoleak (1820334-2010-00161) from the main body proximal neck. The physician performed ballooning on the proximal site. The endoleak was decreased significantly but not resolved completely, so he decided to see at a follow up. The current status of the patient is unknown as not provided by reporter.

Manufacturer narrative:
(B)(4). The development of the zenith device followed and successfully completed all verification and validation activities showing the device has met the design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les) or an amplatz ultra stiff guide (aus). Use of these specific wire guides could prevent/reduce this failure mode from occurring and/or reduce the probability of the worse case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. Specific to this case the IFU provides guidelines for patient selection stating: "additional considerations for patient selection include but are not limited to: non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter." A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device after the device is loaded. A change was implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to suprarenal stent and subsequently release tension from the trigger wire allowing it to be removed. This was done and was effective on (B)(6) 2009. One used delivery system including: subassembly, distal and proximal trigger wire assemblies, and sheath assembly, were returned to assist with investigation. The proximal (top cap) trigger wire was examined. A distinctive "s" bend was noted to be present on the proximal end of the wire. This type of bend has been seen previously in similar cases. An indentation in the sideport of the top cap was observed as well, this type of deformation of the top cap has been noted previously in similar cases. A long term solution has been identified and is currently in the process of being implemented. Devices with this revised design, use of a 0.018" trigger wire as opposed to a 0.015" wire, have been approved for sale in most of europe and have the zt suffix. The zt devices have been submitted for approval in (B)(6), although approval has not been received to date. We will continue to monitor for similar complaints.